Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to MFR 10228(1/2).

Event description:
It was reported that the reprocessor failed the minimum efficiency concentration test and a gastrointestinal videoscope (gif-h180j) was used on a patient after being reprocessed with this reprocessor. The issue was found during reprocessing and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.